Event description:
It was reported by repair work order that the lift was stuck in an elevated position and would not raise or lower. No adverse consequence or clinically relevant delay in treatment was reported.